Event description:
During follow-up, oversensing leading to the delivery of inappropriate anti-tachycardia pacing (atp) was observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During follow-up, oversensing leading to the delivery of inappropriate anti-tachycardia pacing (atp) was observed on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The device records were reviewed by abbott technical support confirming the event of oversensing resulting in inappropriate anti-tachycardia pacing (atp). The physical product was not returned; thus, further investigation into the cause of the reported event could not be performed. Based on the available evidence, the cause of the field event was unable to be determined. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.